Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer not detected. The field service engineer (fse) switched universal serial bus (usb) port, reconfigured printer, and successfully completed test print. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es print label maker was not printing. The customer rebooted the system twice and reinstalled the zebra printer on the station; however, when attempting to print a label, the device displayed a pulsing light flashing back and forth. No action occurred when the button was pressed, and the label was not printed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.